Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(6).

Event description:
A customer reported that on (B)(6) 2019, the 00mlx 300w xenon lightsource was overheating. The correct cable was used; however, the light source was still hot to the touch. The fan was working. There was no smoke or flame noted. The patient was prepped for surgery. No delay in procedure due to product problem, and no patient impact/injury reported. Request for additional information has been made.